Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Fse verified the complaint by reviewing the error log. Visual inspection of the wash connections and incubator revealed that the wash probe tip was stuck in the incubator drain weep hole. Fse removed the wash probe tip and cleaned incubator and detector. The customer was subsequently able to run daily check and cardiac qc without issue. Fse returned to the site after receiving notification that the customer had been receiving erratic results and qc results out of their established ranges. Fse reviewed calibration data, verified mechanical alignments of the sampling unit and bf wash assembly, adjusted temperatures for the wash, checked the incubator, detector, and substrate; then inspected and cleaned the sample nozzle. Fse was subsequently able to run ckmb calibration, and ckmb and troponin I qc without issue using biorad master lot #23680. Fse also successfully reproduced the sporadic qc results and cleaned the wash and diluent tanks and made new wash and diluent. The customer was advised to perform quarterly maintenance and recalibrate troponin I & ckmb when the reagents settled to proper ph levels. Fse followed up with the customer the next day to confirm that they had performed the quarterly maintenance and recalibrated troponin I. The customer confirmed that troponin I was now within ranges; however, ckmb level 1 control was out of range. The customer was instructed to recalibrate ckmb upon receipt of new calibrators. When fse followed up with the customer again, they reported that ckmb and ctnl failed calibration and qc. Fse confirmed the issue was by reviewing calibration printouts and qc level 1 charts. Inspection of the device revealed a poor substrate dispense stream and deformed tubing. Fse replaced the heater for the substrate, then verified ckmb and ctnl calibrations and qc results. No further issues were noted. No further action was required b field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-900 service manual, rev b; chapter 8- troubleshooting - error messages was reviewed. 4275 incubator slipping detected: the aia-900 service manual under chapter 8- troubleshooting indicates that the 4275 incubator slipping detected error message is generated while the incubator is moving over the specified distance, the stipulated number of detections do not occur at the home sensor s120. Measurement will be interrupted. The operator is instructed to contact the service department, check s120 and pm120 for a possible malfunction. The most probable cause of the reported event was due to a faulty heater for the substrate.

Event description:
It was reported that the customer heard a crunching noise and received the "4275 incubator skipping detected" error while running quality control (qc) with their aia-900 analyzer. The customer stated that they had just cleaned the substrate line and cleaned, then switched & repositioned the bf probes. The customer further stated that level 1 for ckmb and ctni2 were out high according to their ranges. The customer repeated level 1 qc which was still out high. Technical support (ts) advised the customer to repeat the level 1 qc with a fresh material. No errors were received while the qc was running; however, the customer reported hearing a clicking sound coming from the incubator. Visual inspection by the customer that the belt around the two wheel inside the enter panel were the source of a clicking noises. The customer stated that they have a backup to run cardiac troponin-I 2nd generation (ctnl2) and creatine kinase-muscle/brain (ckmb) if needed. The customer called back five days later to report that they were seeing outliers on the calibrations and were receiving inconsistent results. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ctnl2 and ckmb .there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Model number aia-900. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.